Event description:
It was reported that during the implant attempt, the physician was unable to get acceptable pacing thresholds in several locations. The left ventricular (lv) lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).